Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. Concomitant medication was synthroid and primpro for hot flashes and dimloflaxin. The date of the event was (B)(6) 2017. It was reported the patient missed her refill. There was no plan for the (B)(6) refill date. The patient was very upset and afraid that she was going to miss the refill. The patient moved to (B)(6) and was seeking a physician. The patient may need an md that uses fluoroscopy to refill the pump as she has needed this in the past. No further complications were reported.